Event description:
It was reported during procedure on (B)(6) 2024 for an intracapsular neck of femur fracture a guide wire broke. The plan was to use a 2-hole dhs plate to fix the fracture. The surgical technique was followed and an anti-rotation wire was inserted to provide temporary fixation to the fracture. The following surgical steps were followed with no issues. The dhs guide wire was inserted with a stryker cordless 9 power tool set. After that was placed successfully the cannulated dhs triple reamer was placed over the guide wire where this caused the guide wire to snap inside the patient. The guide wire was snapped into x2 pieces and this had to be retrieved and was successfully before the rest of the procedure continued. A surgical delay of 10 minutes occurred due to retrieving the guide wire. No fragments remained in the patient. The case was completed successfully with no patient harm or consequence. This report is for one dhs/dcs-guidewire ã¸2.5 w/thread-tip w/tr this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: device history record (DHR) review conducted: sterile part: 338.000s. Sterile lot no:295l962. Release to warehouse date:04 apr 2024. Expiry date: 01 apr 2034. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Part: 338.000-15. Lot: 7934p79. Manufacturing site: balsthal. Release to warehouse: 06-nov-2023. A DHR evaluation was performed for the finished device article # 338.000-15 lot # 7934p79, and no non-conformance's were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.